Event description:
It was reported that during a laparoscopic colectomy procedure, the device did not fire. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged firing mechanism. Evaluation summary: the analysis results found that the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed due to the condition of the device. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated in previous firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.